Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. The customer advised that they were printing the patient¿s ECG when the reported issue occurred. Additionally, the customer confirmed that different batteries were installed in their device, but did not resolve the issue. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) female did survive.